Event description:
Patient reports, despite following instructions. Aligners fit horrible and hurt impacting normal daily activities. The tooth has chipped, because of the retainers.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.